Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure a smartfreeze cryo console was selected for use. It was reported that while cooling the pulmonary veins (approximately 150 seconds after cooling began), smartfreeze power went out. The system was rebooted, and the procedure was completed using this device. No patient complications were reported.